Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there was an air bubble in the infusion set tubing on multiple occasions. The customer's blood glucose (bg) level ranged from the mid to upper 200's (mg/dl) to 265 mg/dl at the time of report. The bg levels were addressed with a bolus via the pump and a manual injection. Reportedly, the supplies were changed to address the event.